Manufacturer narrative:
Block d.2b; additional applicable product codes: qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-4316. Batch/lot number: 34205183. Model/catalog description: clik anchor. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1232. Serial number: (B)(6). Batch/lot number: 794160. Model/catalog description: wavewriter alpha 32 ipg kit. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient experienced arm pain at the lead incision site and reduced stimulation coverage. As a result, the patient underwent a lead repositioning procedure. Postoperatively, the patient initially achieved excellent pain coverage. Subsequently, the patient developed fever and an elevated white blood cell count due to an infection at the arm site where the procedure had been performed, and antibiotic therapy was initiated. According to the physicians assessment, the infection was related to the procedure. The patient was admitted to the hospital beyond standard postoperative care, where the entire scs system was explanted, a wound washout was performed, and cultures were obtained. The patient has since fully recovered and has been discharged. The explanted devices will not be returned for analysis, as they were discarded by the medical facility.